Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This is 1 of 2 medwatch reports regarding this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 53 (software error detected). The customer reported no adverse event. The event involved product(s) mmt-1880, mmt-1884. Troubleshooting was performed. Customer was able to clear the alarm. Customer was unable to rewind the pump. No harm requiring medical intervention was reported. Mmt-1880, mmt-1884 were requested and customer response was the device will be returned. The customer will discontinue using the device.

Manufacturer narrative:
Unit passed self-test. However, constant pump error 53 noted during rewind due to moisture damage to motor assembly and electronic assemblies. Unit failed displacement test. Unit successfully downloaded to thump. The formatted history file confirmed the pump alarmed pump error 53 (line number 450 file number 16) on 09/03/2025 12:40:36.000, problem isolated to the pcb1 board and pb2 board as per global logic analysis. Found moisture damage noted to motor assembly, pcb1 board and pcb 2 board during visual inspection. The following were noted during visual inspection: corroded battery tube, corroded motor home switch, corroded electronic assemblies, scratched case, cracked keypad overlay, stained keypad overlay and pillowing keypad overlay. The p-cap/reservoir does lock properly. Confirmed pump error 53 in the pump history download, problem isolated to moisture damaged pcb1 board and pb2 board. Confirmed rewind anomaly during testing due to corroded motor home switch. Confirmed moisture damage to motor assembly, pcb1 board and pcb 2 board. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.